Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.30mm x 3.21mm in size. Additional observations related to the customer reported complaint: due to the tube adapter breakage, a detached fragment is observed that was not returned with the instrument. The instrument was found to have a bent electrical contact. The complaint regarding the broken tip was confirmed by failure analysis.

Event description:
It was reported that monopolar cautry instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted no parts fell into the patient.